Manufacturer narrative:
H10: the customer biomed engineer (bme) reported the blower assembly was replaced as recommended. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed reporting error codes 1002 (blower temperature too high) and 1122 (blower temperature high) occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The bme described the filter as slightly dirty. The rse informed the customer bme that replacement of the blower assembly is the manufacturer's recommendation for repair after verifying the filter condition. The customer requested details for replacement blower assembly. Gfe reply indicates the replacement part has been received but not yet installed. The investigation is ongoing.